Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range shock impedance measurement of zero (0) ohms. The shock impedance measurement was in the 80 ohm range on the next data transmission and was noted to have been in the low 70 ohm range previously. The patient was subsequently observed in the clinic where tests for shock impedance and isometric testing were performed. It was noted that there was some noise observed on the shock channel electrogram (egm). In addition, it was also noticed that the shock impedance measurement increased by approximately 10 ohms to the 90 ohm range during the isometric testing and returned back to the 80 ohm range after testing. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) that observing noise on the shock egm during isometric testing is not surprising and is likely due to myopotentials and the unipolar programming of the lead. Ts also asked if they checked with the patient on possible exposure to an electromagnetic interference (emi) source and the rep indicated that nothing came to mind for the patient. It was subsequently reported that there were additional shock impedance alerts for both low out of range measurements of zero (0) ohms and high out of range measurements greater than 200 ohms. Ts again provided guidance to a rep to check for possible sources of emi and to see if out of range measurements and noise can be reproduced. The clinic indicated to the rep that they already brought the patient into the clinic and were unable to reproduce out of range measurements or noise and the patient cannot think of any emi source. Ts discussed possible further troubleshooting with the rep. The lead remains in-service. No patient symptoms or adverse patient effects were reported.